Event description:
It was reported that during a da vinci-assisted general surgical procedure, the large suture cut needle driver instrument had broken wire at the distal tip. The indicator window shows lives remaining. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: all our davinci arms are examined and tested at the beginning of cases. No visible damage or issues at that time. No instruments collided during procedure. No issues were reported with movement of left /right yaw motion of the grips. No issues were reported with pitch or up/down movement. Yes, there were cables protruding from the distal end. No fragments fell off/into the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.